Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 246 mg/dl. Customer's sensor glucose level was 56 mg/dl. The sensor glucose and blood glucose readings have been off by over 100 points. Customer declined to troubleshoot the sensor and wanted to get it checked. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used elite sensor showed that it was functioning properly and passed all functional testing. However, a visual inspection found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.